Manufacturer narrative:
One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip is confirmed to be fractured. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev b 10/15. Information identified: implant & abutment level impressions: ¿immediately replace the healing abutment back onto the implant and torque to 20 ncm using a .048¿ large hex driver tip (rash3n or rash8n) with a torque device (l-tirw, catdb rti2035, htd-c).¿ complaint alleges the hex driver was fractured during use. The complaint was confirmed during inspection. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4).

Event description:
The doctor indicated the while performing a procedure the hex driver (rash8n) fractured. However, he was able to complete the procedure with another instrument.